Event description:
The manufacturer received information alleging a patient expired while using a ventilator. According to the reporter of the event, the expired patient was found on the morning of (B)(6) 2018. The caregiver alleged the device shut off in the middle of the night. The device is in the possession of the police. The manufacturer was contacted by the police to advise how to download the device's internal memory. The download was performed and a copy of the event logs was sent to the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported day of the event, (B)(6) 2018, the ventilator began sounding frequent apnea alarms at 00:04:17 local time. The apnea alarm with the longest duration was 633 seconds (approximately 10.5 minutes). None of the apnea alarms were acknowledged as evidenced by no alarm silence/reset keypresses. Apnea alarms continued to sound until the ventilator was manually powered off with the proper sequence of keypresses at 01:53:31 local time. The ventilator was powered on at 01:53:35 local time and then powered off with the proper sequence of keypresses at 01:54:58 local time. The ventilator was not powered on again until 07:50:18 local time on (B)(6) 2018 when the police arrived at the home. The ventilator will not be returned to the manufacturer for evaluation. Based on the review of the device event logs, the manufacturer concludes the ventilator did not cause or contribute to the reported event. The ventilator was manually powered off.